Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an alert for high out of range shock impedances. The impedances were 130 ohms and with further testing, revealed values of 200 ohms. The physician suspected the patient no longer required an implantable cardioverter defibrillator (ICD), but no revisions have occurred. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated the rv lead was surgically abandoned and the ICD was explanted. Both products were successfully replaced. It was noted that the patient is experiencing renal failure which contributed to the calcification and high shock impedances. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated another red alert triggered due to high out of range shock impedances again. Programming was again performed to increase the limit for shock impedances. The physician still believes the patient is no longer in need of the ICD, but the products remain in service. No adverse patient effects were reported.